Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional was discovered broken during sterilization after having been used in surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes in visual inspection confirms that returned tasp has a fragment from the anterior post feature fractured off; fragment not returned. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was concluded that the tasp left zimmer biomet conforming because it had a potential service life of around 2 years before it broke. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. As this was not an intra-operative event, a review of op-notes, patient history, device use compatibility, and surgical technique is not applicable. The root cause is considered to be a previously addressed design issue.